Manufacturer narrative:
A2-a6) patient information - not available from facility. B6/b7) patient information regarding relevant tests/laboratory data or medical history - not available from facility. H3) the pls was evaluated on-site by a field service engineer. During inspection, the laser system was ran in diagnostic mode and found the attenuator motor to be the cause. Attenuator motor curve was completed, the system was calibrated, and verified proper system operation. The system met specifications and was returned to service. H6) after evaluation, the attenuator motor was determined to be the cause of the reported failure. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A coronary atherectomy procedure commenced during an emergent stemi procedure, necessitating the use of a philips laser system (pls). During attempts to calibrate the spectranetics elca laser atherectomy catheters, the pls displayed error 106, which rendered the system inoperable. The procedure was completed with other modalities, and there was no reported patient harm. This report captures the pls terminal system failure, delay of procedure; potential for harm.